Event description:
It was reported that after a recent device upgrade, noise was observed on the right ventricular (rv) lead electrogram. It was determined that there was a connection issue, and the rv lead was reconnected to the device. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant medical products: 1258 competitor implantable pacing lead: (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).